Event description:
It was reported to the MFR by the facility (B)(6), per the facility was transferring a resident from the bed to a chair when the lift made a couple noises and then the boom lowered down all the way. The resident was over the bed at the time and staff was able to set the resident back on the bed. No injuries occurred. Service rep was sent to the facility to perform and inspection of the lift. (B)(4) was entered into our system.